Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the staff tried to plug the automated impella controller (aic) back into the outlet, but it did not recognize the connection. Multiple outlets were tried, but the aic does not recognize the connection and said it was running on battery power. Staff tried to engage the battery, however this did not resolve the issue. The aic was replaced. The patient outcome was noted as stable.

Manufacturer narrative:
The investigation for the console (aic) battery charging issues has been completed. Data logs were reviewed which showed that ac power was connected and disconnected 15 times throughout the case. There were multiple attempts of ac power connection and disconnection. The ¿ac power disconnected ¿ alarm¿ event # 109 was never resolved. Most likely, the user toggled the battery switch. After reboot, event #109 was persistent. Also, the console displayed ¿unexpected controller shutdown ¿ alarm¿ event #603 due to improper shutdown. Then, the console displayed ¿battery level low (50%) ¿ alarm¿ event #23 as the ac power was not recognized. Then, the console was shut down and rebooted manually. Still, there were event #109 and event # 23. This confirms the reported failure mode. This console was returned for evaluation. Upon evaluation, it was unable to reproduce the issue failure mode. Connected and disconnected the ac power ten times during the aic running the optical test pump, and the ac power was recognized every time. The root cause for not recognizing the ac power was not determined due to the inability to reproduce. Added-d9 device return date, h6 impact code 4629.